Manufacturer narrative:
The reference device was returned to the service center for a physical evaluation and the user's complaint was confirmed. The device was attached to the usg-400/esg-400 and the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection was performed on the returned device and found there is some tissue build up. The ptfe pad (teflon pad) was inspected and found the teflon pad separated with signs of charred marks at the distal tip jaw with metal exposed. Additionally, the exposed metal on the jaw caused a short circuit error when the jaw was fully closed due to the metal to metal contact when the seal or seal & cut button was activated. The distal end of the device was inspected under a microscope and noted charred marks to the probe unit. Based on the similar reported events, the cause for the damage teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the teflon. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Service center was informed that during a therapeutic procedure, the teflon came off the tip. The intended procedure was completed using a similar device. No patient injury was reported.